Event description:
It was reported that the patients implantable pulse generator (ipg) was burning through the skin at the implant site.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was burning through the skin at the implant site. Additional information was received that the patient was experiencing discomfort at the ipg site while charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.